Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 149 mg/dl. Troubleshooting was done and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump was working as designed.